Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that the inflation device did not increase preuse. The 75% stenosed target lesion is located in the mildly calcified and moderately tortuous mid left anterior descending artery. A 26 advantage balloon catheter inflation device was selected for a percutaneous coronary intervention procedure. During preparation, it was noted that the inflation device did not increase its pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is good. However, it was observed during analysis that the pressure gauge needle was at 26 atm rather than 0 atm.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for evaluation. The unit was visually inspected for any damage or defect. It was noted the encore gauge needle was at 26atm rather than 0atm. The gauge was therefore giving incorrect readings. The encore device was disassembled and the complaint components were visually inspected for any material defect and foreign matter and no issues were noted. It was then reassembled but functional test of the complaint device could not be carried out as it was unknown what pressure the unit was really at. The gauge from the complaint unit was exchanged with a gauge from a test unit and a functional test of the complaint device was carried out using a test boston scientific stopcock. Complaint unit was able to generate sufficient pressure. The complaint unit passed all functional testing with the gauge from the test unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).